Event description:
The customer received a blood glucose reading of hi and then readings of 174 and 159 mg/dl. The difference between hi and the two results falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips are to be sent.